Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. In episode 51, lead noise algorithm did withhold however lead noise timeout expired leading to detection. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy and oversensing of noise was observed on the right ventricular (rv) lead. It was noted the implantable cardioverter defibrillator (ICD) noise algorithm was unable to avoid detection of noise and withhold therapy, as the episode of noise had over-passed the threshold time of retention. The rv defibrillation portion of the lead was explanted and replaced and the superior vena cava (svc) portion of the lead remains in use, along with the ICD. No further patient complications have been reported as a result of this event.